Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user's daughter is alleging that a wheel on her father veranda chair broke.